Manufacturer narrative:
Device evaluated by MFR: the unit was received with a scratched and damage screen/front assembly. The unit when is in normal mode flow capacity the reading is 167.800 scfh instead of >170scfh when the turbine pressure control knob is activated. The unit failed the rota pro functional test. The most probable root cause of the failure is a defective pneumatic kit.

Event description:
It was reported that speed increased beyond standard range and was unable be reduced. A rotapro console was selected for an atherectomy procedure in the left anterior descending (lad) artery. Pre-procedure draw test was completed. During use inside the patient, the speed went down to 140,000 to 150,000 rpm. There was no stall noted. An attempt was made to spin the knob to increase the speed; however the speed was not increasing. All of a sudden, the speed increased to 270,000 rpm. An attempt was made to turn the speed down, but the speed would not go down. The procedure was completed with this device. There were no patient complications reported.

Event description:
It was reported that speed increased beyond standard range and was unable be reduced. A rotapro console was selected for an atherectomy procedure in the left anterior descending (lad) artery. Pre-procedure draw test was completed. During use inside the patient, the speed went down to 140,000 to 150,000 rpm. There was no stall noted. An attempt was made to spin the knob to increase the speed; however the speed was not increasing. All of a sudden, the speed increased to 270,000 rpm. An attempt was made to turn the speed down, but the speed would not go down. The procedure was completed with this device. There were no patient complications reported.